Event description:
It was reported that 3 times the catheter fell out the patient because the balloon deflated; happened 3 times in 2 days. The patient had to be catheterized multiple times. No pre-test was performed. The catheter was inserted transurethral with 10ml of sterile water for inflation. A lubricant, instillagel, was used. The patient has bladder spasms. One catheter fell directly out. The others approximately 24 hours.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 piece of representative sample was returned for investigation. Based on the complaint description, it was reported that the catheter fell out the patient because the balloon deflated. Inspection was carried out on the representative sample by inflating the catheter with 10ml of water. However, there was no balloon leak observed during the test. There was no abnormalities or design irregularities observed on the returned representative sample. The sample also can be inflated with no leak issue observed. For further investigation, the sample was subjected to 14 days soak test. However, the sample is still under soak test period, hence this report will be revised once the soak test end. Based on current production samples soak test result, there was no balloon leak or burst found along the soak period. Therefore, this complaint could not be confirmed as stated.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events

Event description:
It was reported that 3 times the catheter fell out the patient because the balloon deflated; happened 3 times in 2 days. The patient had to be catheterized multiple times. No pre-test was performed. The catheter was inserted transurethral with 10ml of sterile water for inflation. A lubricant, instillagel, was used. The patient has bladder spasms. One catheter fell directly out. The others approximately 24 hours.